Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during the pre-delivery inspection of an 840 ventilator a graphic user interface (gui) audio alarm message was generated. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). This medwatch report was submitted in error. The issue reported occurred during a pre-delivery inspection prior to the ventilator's release for distribution.